Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. They however had to parts replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was receiving an exam but the system became unresponsive. When the manufacturer representative (rep) clicked import a blank box displayed. The cursor moved but buttons were not responding. After restarting again the system became unresponsive on the surgeon screen. It was restarted twice again. The rep saw it react very slowly. When they would click forward or back in the software, it would be delayed by a few minutes. The rep checked the exams folders and there was plenty of free space. Technical services recommended uninstalling/reinstalling the software. Update from the rep stating that they were to uninstall the software but was unable to uninstall the older version of the software (immediately go to 'hit enter to exit uninstaller') after multiple attempts and reboots. After re-installing (B)(4) the system continued to become unresponsive. Additionally, it was noted that they replaced the computer and when booting up the system became unresponsive on the boot screen. They did a hard shut down and after powering back on the monitors displayed no input and the computer fan was cycling. Bad at install computer. No patient was present at the time of the event.

Manufacturer narrative:
The computer 9734477 rollingstone embedded (lot# 1821158) was returned for analysis. Analysis found no fault with the returned computer. The computer booted normally to the application screen. There was no failure found. The computer 9735225r rollingstone s7 rfrb (lot# 1767094) was returned to the manufacturer and was under analysis on the date of filing. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the computer storage was not functioning/malfunctioning. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.